Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the following regarding the hermetic lumbar catheter, closed tip (ins5010): "disconnection of the catheter from the deliquoration set for a non-pressure catheter lumen and no stop applied an external suture thread without benefit." Additional information was subsequently received with the following information: could you please confirm that the issue was that the catheter disconnected from the bag of csf even it was sutured properly and there was no tension on it? Yes date the catheter was inserted? (B)(6)2025. Date the catheter was discovered disconnected? (B)(6) 2025. Which action was done to resolve the issue (change the catheter, new sutures¿)? Catheter removal.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter (ins5010) was not returned, and no photos of the disconnected components were provided. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. It is unknown if the flexible luer adapter provided with the catheter was used or some other type of connector. The mode of disconnection is not explained. A possible disconnection site could be the catheter connector luer from the external drainage system (deliquoration set); however, it seems that the catheter disconnected from the connector itself based on the mention of suture threads. As per product IFU: the silicone elastomer tubing should be carefully secured to the connector with ligatures in such a manner as to avoid cutting of the tubing. The reported unit has not been received for evaluation; therefore, a root cause determination is not possible at this moment. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a